Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in two pieces with the helix partially extended and clogged with blood and tissue. The stylet used at the procedure was kinked at the proximal region consistent with procedural damage. A new stylet was inserted and found blood clogging the inner coil at the distal region. The cause of the reported event was isolated to the bent stylet and clogged inner coil. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
During implant, the guidewire was unable to be advanced in the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.